Manufacturer narrative:
Initial report sent on 20-sep-2021 without xrays analysis. This report was then filled to report also the aforementioned analysis. Clinical evaluation performed by medical affairs director 8 years after primary cmeentless tha the femoral stem gets painful and requires revision. No history of the case is available, only the pre-revision xrays. The devices look correctly positioned. Around the stem, in gruen zone 1, some lucency is visible: this can be due to progressive weakening of the femoral bone that made the strength of the bone-metal bond insufficient. It is also possible that the femoral canal, beside losing bone density, got progressively larger and the stem became too small for the new conditions.

Manufacturer narrative:
Batch review performed on 25 august 2021: lot 083352/t: (B)(4) item manufactured and released on 02-feb-2012. Expiration date: 2016-dec-31. No anomalies found related to the problem. Original batch: lot 083352: (B)(4) items manufactured and released on 18-dec-2008. Expiration date: 2013-nov-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported events since 2017.

Event description:
The patient came in reporting pain. Revision surgery was performed 7 years and 10 months after the primary surgery due to stem mobilization.